Manufacturer narrative:
During investigation of the electrode belt for an unrelated issue, a reportable malfunction was found. Upon investigation the electrode belt trunk cable connector tab was broken. The root cause for the damaged trunk cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt connector latch does not secure with monitor.